Event description:
It was reported that the customer had an unspecified cartridge issue. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.